Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply and replaced the batteries. The system operates as intended.

Event description:
It was reported that the system would not produce an image. No pt injury was reported.